Manufacturer narrative:
The locking gas cylinder broke causing the backrest to recline and the patient could not get out on their own. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
The locking gas cylinder broke causing the backrest to recline and the patient could not get out on their own. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).